Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the filter of the extension set while infusing ppn. The customer reported no patient harm and no medical intervention required.